Event description:
The customer reported that a ventilator's nav-ring was not working following the replacement of the power switch overlay. The customer reported that the power switch overlay was originally replaced to address the light emitting diode (led) failure alarm. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Manufacturer narrative:
A front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress was due to variability of the assembly process.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue. The customer had reported that they originally replaced the power switch overlay to address an alarm led failure. Moreover, the fse replaced the gray front bezel to address the reported nav-ring issue. The unit was functionally tested and successfully passed testing. No other anomaly was reported. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported.